Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility facility administrator (fa) reported a dialyzer blood leak event during a patient's hemodialysis (hd) treatment. The fa stated they started patient treatment and the machine alarmed with a blood leak alert. The treatment was stopped and all blood lines were clamped. No blood was returned. The machine was checked with blood leak strip which tested positive. The blood lines and machine were pulled per policy. A stat hemoglobin (hgb) lab was drawn and the patient was moved to a different machine. The machine was re-strung and the patient resumed treatment. Upon follow-up, the facility administrator (fa) confirmed the blood leak was internal and occurred the first five minutes of treatment. A fresenius 2008t machine was used and alarmed appropriately with a blood leak alert. Blood was visually observed in the hanson lines of the machine. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 250 ml. The patient's blood was not returned. Immediately following the event, the patient was placed on a different machine with new supplies and completed treatment. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. A stat hemoglobin lab was drawn and an adverse event form was completed per policy. The machine was pulled and all checks completed by the biomedical technician. The medical director verbally approved returning the machine to service. The dialyzer was no longer available to be returned for manufacturer evaluation.

Event description:
A user facility administrator (fa) reported a dialyzer blood leak event during a patient's hemodialysis (hd) treatment. The fa stated they started patient treatment and the machine alarmed with a blood leak alert. The treatment was stopped and all blood lines were clamped. No blood was returned. The machine was checked with blood leak strip which tested positive. The blood lines and machine were pulled per policy. A stat hemoglobin (hgb) lab was drawn and the patient was moved to a different machine. The machine was re-strung and the patient resumed treatment. Upon follow-up, the facility administrator (fa) confirmed the blood leak was internal and occurred the first five minutes of treatment. A fresenius 2008t machine was used and alarmed appropriately with a blood leak alert. Blood was visually observed in the hanson lines of the machine. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 250 ml. The patient's blood was not returned. Immediately following the event, the patient was placed on a different machine with new supplies and completed treatment. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. A stat hemoglobin lab was drawn and an adverse event form was completed per policy. The machine was pulled and all checks completed by the biomedical technician. The medical director verbally approved returning the machine to service. The dialyzer was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there were two other complaints reported against the lot. There was one addressing an internal blood leak (no sample) and one addressing an external blood leak (no sample). The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.